Manufacturer narrative:
The device history record was reviewed with special attention to the manufacturing process and quality control testing. This lot met all release criteria. This is the first event reported for this lot #. The sample was not returned as the filter remains implanted, function as intended. The results of the investigation are inconclusive and the root cause is unk.

Event description:
It was reported that the filter deployed with 1 pair of legs entangled. The doctor attempted to free the entangled legs but was unsuccessful. The filter remains implanted and anchored well. The pt is reported as doing fine.